Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "liquid around implants".

Event description:
Patient reported right side "capsular contracture [baker grade unknown], hardness, liquid around implants observed via ultrasound". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted and it is unknown if the device was replaced. Device will not be returned.